Event description:
Per the clinic, the patient developed an infection at the incision site. Subsequently, the patient was treated with oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed january 26, 2016.